Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton medical ag as, ventilator device does not charge batteries and show no indication of ac power when connected to mains. The ventilator device alarmed. - this occurrence was noticed during patient ventilation and has not been further explained nor clarified. - an intermittent alarm was observable both visually (message alerts) and through hearing. 'Loss of external power', 'battery low'. - the device log files (service log, error log, event log) were provided to hamilton medical ag. - this malfunctioning was reproducible. - there is patient involvement reported. This occurrence was noticed during patient ventilation but was not further specified nor explained. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton medical ag as, ventilator device does not charge batteries and show no indication of ac power when connected to mains. The ventilator device alarmed. This occurrence was noticed during patient ventilation and has not been further explained nor clarified. An intermittent alarm was observable both visually (message alerts) and through hearing. 'Loss of external power', 'battery low'. The device log files (service log, error log, event log) were provided to hamilton medical ag. This malfunctioning was reproducible. There is patient involvement reported. This occurrence was noticed during patient ventilation but was not further specified nor explained. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton medical ag as, ventilator device does not charge batteries and show no indication of ac power when connected to mains. The ventilator device alarmed. - this occurrence was noticed during patient ventilation and has not been further explained nor clarified. - an intermittent alarm was observable both visually (message alerts) and through hearing. 'Loss of external power', 'battery low'. - the device log files (service log, error log, event log) were provided to hamilton medical ag. - this malfunctioning was reproducible. - there is patient involvement reported. This occurrence was noticed during patient ventilation but was not further specified nor explained. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.